Event description:
The customer reported an overinfusion with an as50 auto-syringe pump during pt use. Reportedly, " the pump was programmed to administer 8 ml of morphine and delivered a full syringe volume of 20 ml." No details were available regarding pt injury or medical intervention.